Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address a slightly vertical cup, which caused pain and instability. Doi (B)(6) 2008 - dor (B)(6) 2011 (left hip). Update rec'd 11/21/2013. Litigation alleges the patient suffers from discomfort and exhibited symptoms of a loose implant. Complaint was updated on 12/16/2013. Update 11/19/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, increased metal ions (no labs), and malpositioned cup. The stem is being added to the complaint. A correct doi was provided. The complaint was updated on: 12/08/2015.